Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor on main drawer 2 had been physically displaced. A field service engineer repositioned the sensor correctly, and the drawer was tested in test mode to confirm functionality. The system functioned as intended after the field service engineer repaired the device.